Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; g4; h2; h3; h6 corrected: h4 reported event was able to be confirmed by medical record. Medical records indicated the patient is morbidly obese and has degenerative joint disease. The patient underwent an initial left tha due to degenerative arthritis. No intraoperative complications noted. Patient underwent a procedure due to pain and mechanical impingement. The head and liner were replaced without complication. The patient underwent a closed reduction on a later date due to dislocation. The patient underwent a second revision due to dislocation and avulsion of the abductor repair. Clear fluid sent for cultures. It was noted that the abductor muscle repair, which was from a previous hardinge approach was avulsed off the anterior two-thirds of the greater trochanter. Instability was noted to contribute to the loss of repair of the abductor mechanism. Head and liner were replaced. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00801803604/ femoral head / lot # 61437283. Part #00875705601/ cluster shell / lot # 61903786. Part #00771101520 /m/l taper/ lot # 61712783. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01009.

Event description:
It was reported the patient underwent a closed reduction procedure due to dislocation 3 days post-implantation. Subsequently, the patient underwent a hip revision surgery 6-months post-implantation due to dislocation and avulsion of the abductor repair. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.